Event description:
The customer reported the aa4203tl silicone single piece lens was torn during insertion. The lens was removed and replaced with the same model/diopter lens without any patient injury. The reporter stated the injector tore the lens.

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. The device for this complaint was not returned. However, the lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. (B)(4). The injector was not returned.

Manufacturer narrative:
Expiration date - unknown (B)(4)- no known consequences or impact to the patient; device or device component damaged by another device. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, lens was torn off during insertion, requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was successfully implanted. According to the report, dated on (B)(6) 2015, the most likely cause of the event was the injector. Based on the complaint history, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).